Manufacturer narrative:
(B) (4). The catheter has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced and underdose with symptoms of pruritus, increased baseline spasticity, and being irritable. The dose was increased by 15% and the pt was monitored for 3-4 hours with no change in therapy. The pt was taken to the hospital and tested for an infection. All tests were negative at the time of the report. The doctor aspirated the catheter and was able to aspirate with no trouble. The pump logs were read and were normal. A dye study was performed (date not reported) and dye pooled where the catheter met the pump. The catheter was found to be disconnected; the catheter was replaced. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal (500micrograsms/ml, 137 micrograms/day at a simple continuous rate).